Event description:
Pt was in cardiac arrest requiring ECMO. Maquet cardiohelp system, which is a small portable ECMO system, was brought to patient's bedside already crystalloid primed. Due to patient's size, blood prime was indicated. Two units of prbc's were placed into the priming bag and circulated through the ECMO circuit, pushing the crystalloid out of the circuit into a discard bag. Fifteen meq of sodium bicarb and 250 units of heparin were then added to the priming bag. At that point in time, we were unable to establish ECMO flow despite lack of system alarms and the system being placed in global override mode, which manually overrides all alarm states. Attempts made to trouble shoot the pump without success. Different ECMO pump, a maquet hl20 rotaflow, was obtained, which was also already crystalloid primed and this pump functioned without issues. Clinical specialist from maquet was contacted and after verifying, there were no active alarms on the cardiohelp system and no clamps on the system they suggested holding the quest medical retroguard one way flow valve in one hand and striking it with a metal tubing clamp. Once the valve was struck, the circuit began to circulate. Date of use: (B)(6) 2013; 1 hour.